Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the light is too big therefore the connection is not compatible with their product. The suction is not working which caused an incident on a patient with a digestive hemorrhage because the suction was not working.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes. If more information is received at a later date, the investigation will be reopened, and the investigation will be updated accordingly.